Event description:
Implant was placed in a surgical extraction site, tooth #4, on 4/5/96. (Tooth extraction was done on 11/24/95). Implant did not fit solidly in extraction site and was therefore removed and replaced with a 10x4.0mm implant.